Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported when he went to put the lead into the battery during the stage 2 procedure, the plastic sheath around the lead had separated from the electrodes slightly. No diagnostics/troubleshooting were performed. The lead was inserted far enough into the battery that there was no exposed area and the issue resolved. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the cause of the separation and where the separation occurred. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the cause of the plastic sheath around the lead from the electrodes slightly separated was not determined. The issue occurred near the connector ring.